Event description:
It was reported that after a photoselective vaporization of the prostate (pvp) procedure the physician realized the patient had some liquid in the abdomen but was unsure of the cause. The physician suspected the laser and indicated that the liquid was saline but there were no bladder perforations and there were no clinical consequences to the patient. There was no intervention performed to address the liquid in the abdomen. The patient was placed in observation but fully recovered following the procedure.